Manufacturer narrative:
On (B)(6) 2019, the investigation on the suspected medical device was completed. Investigation summary: during the evaluation of the sample, a tear was observed on anterior area measuring approximately 0.1 cm. No other anomalies were discovered. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and the product investigation, no further investigation will be taken at this time. Deflation is a known complication associated with mentor mammary prostheses. Mentor is aware that, over time, saline-filled implants may deflate due to fluid leakage. Causes of deflation of saline-filled implants include, but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, manual massage, and intimate physical contact, stress or trauma to the breast, mechanical damage prior to or during surgery, valve malfunctions or tissue ingrowth into the valve, leakage from the fill tube, valve or injection dome (spectrum devices), underfilling or overfilling the implant (see product label), damage from surgical instruments, damage during fill tube removal, damage during the filling stage, closed capsulotomy, shell abrasion, capsular contracture, and origins which are simply unknown. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant products: 375cc mentor smooth round moderate profile, catalog#:3501660, serial #: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent a revision breast augmentation with a 375cc mentor smooth round moderate profile saline implant and experienced postoperative right-sided rupture. The diagnosis was confirmed by a physician. As a result, the patient underwent removal and replacement on (B)(6) 2019.

Manufacturer narrative:
On 9/5/2019, mentor received additional information regarding the revision procedure and replacement implants. The revision procedure was bilateral removal and replacement, and the replacement implants were two 475cc mentor smooth round moderate profile, left: catalog #3501680, serial #: (B)(4), right: catalog #: 3501680, serial #:(B)(4). On 9/11/2019, the suspected medical device was returned for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number : (B)(4).